Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The device was implanted at (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient has experienced an unspecified injury and underwent a mesh removal on (B)(6) 2019.